Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. There was no patient injury.